Manufacturer narrative:
Additional information: patient ID/initials and weight are unknown. 510k: this report is for an unknown midface screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device was left in patient and has not been removed. Complainant part is not expected to be returned for manufacturer review/investigation. Information on user facility report: correction to information on user facility report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number 3902670000-2016-8010. The only information contained in this report is correction or additional information. It was reported that during an open reduction of fractured lateral orbital bone a 03.mm screw, from a synthes midlife fracture set (reportedly smaller than the small fragment set) fell into the patient's wound due to micro fractures which caused the bone to give way. The screw was not retrieved as the surgeon did not want to cause any harm to the patient. The surgery was completed without any delays, additional medical intervention or harm to the patient. Reportedly the patient was discharged and to date there have been no updated regarding the patient's status. No other information is available at this time. Concomitant devices reported: synthes plates (part unknown, lot unknown, quantity unknown); synthes screws (part unknown, lot unknown, quantity unknown), synthes screwdriver (part unknown, lot unknown, quantity 1). This report is for an unknown midface screw. This is report 1 of 1 for com-(B)(4).